Manufacturer narrative:
The customer returned two samples to medex for evaluation. Examination of the units showed that the tubing was broken in two. There were no sharp edges on the slide clamp and the tubing was actually torn in half. Medex believes that this was possibly caused by the tubing being pulled on with the slide clamp locked down. Medex was able to confirm this issue and determine the possible cause. Based on this info, medex believes that no add'l action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that two sets had been used on the same pt and both leaked during chemotherapy treatment. One of the two sets appeared to be cut in two. There was no pt injury or treatment associated with this event.